Event description:
Pt complains of painful right knee. Severe degenerative joint disease of the right knee for total knee arthroplasty. This was completed by dr many years ago. At this point having pain which is worsening over time. Indicated relatively stiff knee. He was last seen in office 4/15/99. Pt elected to schedule revision of total knee arthroplasty. The right knee has gross "made rate" effusion. Skin grossly clear. Failed total knee arthroplasty w/malposition on the right. Indicated implantation date sometime in 1994 at another facility. Total right knee.